Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up will be sent.

Event description:
A customer contacted baxter's technical service center to report that the home patient's (hp) transfer set was ripped off during the previous night's therapy. The hp was in dwell 4 of 4 and went to the dialysis center to have the transfer set replaced. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated that the home patient (hp) woke up and found that the titanium catheter adapter unscrewed and separated from the catheter. The cg stated the hp went into the clinic and had the transfer set replaced. It was unknown if the sample was discarded. The lot number was unknown. The cg stated the hp was given prophylactic antibiotics and that there was no patient injury. The hp was doing well on therapy.